Manufacturer narrative:
This one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-01214, 2937457-2014-01215, 1225714-2014-05136, 1225714-2014-05137, 1225714-2014-05138 and 1225714-2014-05139.

Event description:
The plaintiff's attorney alleged the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 and a cardiovascular event on or about (B)(6) 2013 after the use of the product.